Event description:
It was reported that the pt experienced blood glucose readings from 400 mg/dl - 600 mg/dl for three days. The results of urinary ketone testing were negative, moderated, and large at various times during this three day period. A family member reported that the pt visited the emergency room once and the endocrinologist's office several times for treatment of hyperglycemia. There was no reported diagnosis of dka. The family member reported that the sites were changed several times along with new vials of novalog and humalog insulin. He stated that syringe deliveries of same insulin results in decreases of blood glucose values; pump deliveries of the same insulin did not achieve the same effect. The family member denied that the pt had experienced a recent growth spurt or infection/illness. There were no new medications used. He did not recall alarms or missed boluses. The pt was using unexpired supplies, cannulas were not kinked, and sites were free of lumps, blood, or infection. At one point, the physician made adjustments to the basal rate settings and the pt began using a temporary basal rate of 200% above her usual rate. The family member reported that the physician had reviewed the pump and reported that the pump appeared to be delivering insulin. Even so, the physician discontinued pump therapy and the pt began using syringes for insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.